Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the ring was not returned to the MFR for eval and no conclusion as to the cause of this event can be withdrawn with the current info. The pt is a male, asa 3, with the following medical conditions: anemia, coronary artery disease, shortness of breath, gastritis, and lower gastrointestinal bleeding, receiving 8 different medications for control of his background diseases. The training specialist who was present during the procedure recommended a side to end approach which is often the preferred method utilized in ileo-rectal anastomosis created with other devices (staplers), and which is the recommended surgical technique with the car in such cases. The surgeon created an end to end anastomosis. Anastomosis leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A pt diagnosed with recurrent lower gastrointestinal bleeding (lgib)/pandiverticulosis requiring repeat multiple transfusions, had open total abdominal colectomy with ileorectal anastomosis (end to end). The anastomosis was performed with the car device 12 cm from the anal verge. The surgery course was uneventful and a negative leakage test was reported. The pt had postoperative ileus until pod 6 and became septic on pod 7. Exploratory laparotomy revealed anterior (antimesenteric) leak about 1 cm in size with gross stool spillage. No ischemia was described. Washout, removal of the ileorectal anastomosis and end-ileostomy were performed. The postoperative course included prolonged ventilator dependancy, need for tracheostomy, acute renal failure with need for dialysis.